Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run testing) has been confirmed. Upon investigation the electrode belt trunk cable was severed and missing. The root cause for missing cable was physical abuse. No adverse events occurred from the damaged electrode belt.